Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope experienced an e216 scope communication error. The issue was found during a therapeutic procedure which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the image was not displayed due to damage on the charged coupled device unit. Additional findings include the following: the image was not displayed due to the electrical contact of the video connector being shaved, the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the control unit had a scratch, the grip had a scratch, the universal cord had a scratch, the light guide connector had a scratch, the light guide cover glad had a scratch, the video connector case had a scratch, the video connector had a scratch, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the bending angle in the up direction exceeded the standard value due to a deformation of the bending tube. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged and caused disconnection or parts mounted on the electrical circuit board, such as integrated circuit chips and capacitors to be broken. As a result, the event may have occurred. However, a definitive root cause could not be determined. Per the instructions, operation manual, chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.